Manufacturer narrative:
The qualified arjo representative visited the customer facility to perform interview and evaluation of the involved device. The device was found to be in a good condition and without visible signs of damage. According to the information obtained, it was confirmed that the chair was in the highest position, when the lift tipped over. The safety belt was not applied during the event. The support (handle) arms were not secured, but were in upright position. It was also stated that the involved patient was partially paralyzed. Alenti hygiene chair is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. Alenti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). According to the information received from the customer facility the lift became unbalanced during use, tipped over and the patient fell to the floor. The performed evaluation of the device did not reveal any malfunction. Upon the conducted interview it was confirmed that when the event occurred the device was in the highest position, support arms were not secured and safety belt was not used. The alenti instructions for use (IFU; 04.cd.05_6gb dated on december 2011 - active at a time of distribution of the involved alenti) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations, such as tipping: "the risk of alenti tipping and causing bodily injury increases with elevation, therefore never: dress/undress the resident, leave the resident unattended or transport the resident when in a high position. Try to minimize the time that alenti is used in a high position." "To avoid bodily injury from alenti tipping or resident sliding out of the seat, make sure that: the safety belt is secured at all times, the resident is positioned correctly on the alenti and the handle arms are folded down." "The handle arms can be folded backwards during stationary transfers and during bath." Based on the collected information some of the above quoted instructions were not followed when the incident occurred as the lift was in the highest position, safety belt was not used and the handle arms were in the upright position. Moreover, as per the collected information the patient was partially paralyzed and this condition could potentially contributed to the event occurrence. Alenti IFU in section related to the resident assessment provides guidelines to determine if device suits the resident needs: "we recommend that facilities establish regular assessment routines. Caregivers should assess each resident according to the following criteria prior to use: (...) The resident should be active or semi-active (i.e. Able to sit upright self-supporting on the side of a bed or toilet)." In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency found. This complaint was decided to be reported to the competent authorities due to indication of device tipping and patient fall.

Event description:
Arjo was notified about an incident with involvement of the alenti bathing lift. It was reported that when the caregivers wanted to dry the resident feet, the resident fell forward and the device tipped over. The patient fell to the floor, but no injury was reported.